Event description:
The facility reported failure code 810:04. The hospital representaive stated that there have been no reports of any patient incident involving this pump since the last baxter service event.